Event description:
It is reported that the burr became stuck in the drill guide resulting in the surgeon resorting to free hand burring and a 60 minute delay in surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.